Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on biofire a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: patient blood sample penetrated into vial sensor, caused repeated false positive alarmed after incubating into fx system. Microscopical observation done twice- resulted as no organism seen (nos) the affected bottle was triggered positive by the bactec system three times, where the users removed the bottles to perform gram stain and subculture (blood agar, macconkey, sabouraud dextrose, chocolate and campylobacter agar). No organisms were observed from gram stain and the bottle was returned back into the system. Within short interval of 46 minutes, the positivity is triggered again by bactec. Were any patients treated based on the erroneous results?: no, the bottle was eventually removed from the instrument and incubated in a normal incubator and results released as negative as no organism growth seen on the last day of 5-day incubation.

Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor. One out of two photos received showed a sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on biofire a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: patient blood sample penetrated into vial sensor, caused repeated false positive alarmed after incubating into fx system. Microscopical observation done twice- resulted as no organism seen (nos) the affected bottle was triggered positive by the bactec system three times, where the users removed the bottles to perform gram stain and subculture (blood agar, macconkey, sabouraud dextrose, chocolate and campylobacter agar). No organisms were observed from gram stain and the bottle was returned back into the system. Within short interval of 46 minutes, the positivity is triggered again by bactec. Were any patients treated based on the erroneous results?: no, the bottle was eventually removed from the instrument and incubated in a normal incubator and results released as negative as no organism growth seen on the last day of 5-day incubation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.